Event description:
It was reported that during a da vinci-assisted left upper pulmonary lobectomy procedure, the surgeon attempted to manage oozing via compression hemostasis and bipolar cauterization, however, the bleeding could not be stopped. As a result, the surgeon decided to convert the procedure to thoracotomy. It was unknown from which tissue/vessels the bleeding occurred; however, it was likely the tissue around an unspecified vessel. The approximate amount of unexpected blood loss was unknown. No blood transfusions were required. It was unknown how the bleeding was resolved after the conversion to thoracotomy. The cause of the bleeding was unknown. The thoracotomy was successfully completed with no other complications, and the patient is recovering in the hospital. Per the surgeon, it was confirmed that the issue was not caused by a da vinci product or system.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation. .